Manufacturer narrative:
The lead was explanted on 02-nov-2022 due to being damaged during previous generator exchange surgery. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead had a high thresholds of 7.5v. No action was taken. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.